Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for arachnoiditis. It was reported having a cardioversion in 2006 or 2007 and that the manufacturer representative had to restart the stimulator and when they did, the stimulation went to some other part of their body. The manufacturer representative moved the stimulation back to where it was supposed to be and corrected it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.